Event description:
The product was received for analysis with the stent dislodged from the balloon. During the case, the physician stented a proximal portion of the vessel. He was then attempting to stent a distal lesion in the same vessel; however, the sds would not cross the distal lesion due to calcification. The decision was made to attach a snaring device to the stent, profilactically, so that there would be no risk of dislodgement when they pulled the sds back through the previously deployed stent in the proximal segment. The physician stated that the stent did not dislodge nor did it seem to catch on anything during withddrawal from the system. The withdrawal procedure essentially went as "textbook" without any incidents. The sds was removed intact with the stent still in place. They feel that the stent may have come off the balloon during packaging and shipping to cordis for analysis.